Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2026. According to the patient advocate, the patient passed as they were never able to go on antibiotics post-implant procedure, and they ended up coding during dialysis treatment. An inquiry was made to see if any data was stored on the ICD and the advocate was advised to follow-up with the patient's clinic to get more information. All evidence indicates the ICD remains in situ and no additional adverse patient effects were reported.